Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that the lesion was located at the bifurcation of the second diagonal. A guidewire crossed the lesion, and the vision stent was implanted at 9 atm. While implanting the stent, the angiography showed contrast leaking out of the distal part of the stent delivery system (sds). The vision was post-dilated at 14 atm and contrast leaked once again. After deflation, the sds was removed from the patient and another angiography was done. A dissection was observed at the distal end of the stent; therefore, two additional stents were implanted to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the catheter was returned with blood visible in the guidewire lumen. There was fluid visible in the inflation lumen and in the balloon. The balloon had loose folds. The stent was not returned. There were crimp marks on the balloon between the markers. The used inflation device was not returned. The distal marker band had an indentation at the distal end of the marker band. The marker band was not ovaled. Using a new indeflator, an attempt was made to pressurize the balloon when fluid leaked from a pinhole in the distal end of the balloon. The pinhole was at the proximal end of the distal marker band. There was a scratch on the balloon 1 cm proximal to the pinhole. The pinhole was near a crimp mark. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the balloon ruptured, and quality assurance technician analysis was able to confirm a leak in the balloon. The returned device had an indentation on the distal end of the distal marker band. Additionally, there was pinhole at the proximal end of the distal marker band, near a crimp mark. There was also a scratch 1 cm proximal to the pinhole. Since there was no leak or damage noted to the balloon prior to use, the pinhole and scratch may have been a result of the procedure and/or interaction with the anatomy, but a definitive root cause cannot be determined. A field discrepancy notification (fdn) has been issued for damage to the marker band, as it is possible this occurred during manufacturing; however, a conclusive root cause could not be determined for the balloon rupture. Product performance engineering will trend and monitor the incident circumstances. Additionally, it should be noted that dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting. This MDR is considered closed by the product performance group.